Event description:
The customer alleged that there was leaking from the disinfectant tank. There were no reports of physical complaints related to the leak. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at customer site. The fse noted that there was no enough water pressure which caused sudsing to go into the disinfect tank then overflow. The fse advised the customer to increase water pressure to maintain 40-60 psi.